Manufacturer narrative:
The actual device was not returned. However, review of log files from the device indicated that the joystick was being activated as soon as the device was enabled. As such it appears that the joystick failed in a way that it was left in a constantly on position. It is possible that the drape used to cover the device may have been pulled too tight by the user, incidentally pushing the joystick into the "on" position. Since the device was not returned, it is not possible to deduce what might have caused this failure, yet in discussions with the distributor, the system is currently working as intended which indicates it as the user issue to be the most likely scenario.

Event description:
The user reported that after loading a guidewire into the cassette and pressing the "enable" button on the control console that the guidewire started moving forward without the user activating the joystick. The emergency stop button had to be pressed to stop the guidewire from moving. No patient injury was reported.